Event description:
Hill-rom rec'd a report from the account stating the brakes would not hold. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found both steering and right head caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake caster and steer caster to resolve the issue. Based on this info, no further action is required.